Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 447 to 594mg/dl. The customer treated with insulin shot. Customer indicated that their doctor has not been contacted and their blood glucose value was 566 mg/dl at the time of the call. Troubleshooting was performed and found that cannula was kinked. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined further high blood glucose troubleshooting and was advised to follow up with their doctor.